Event description:
During an ablation procedure to treat an atrial fibrillation a polarsheath was selected for use. It was reported that after the sheath entered into body, air was pulled from the sheath side. The sheath was replaced, and the procedure was completed without patient complications. The device is expected to be returned.

Manufacturer narrative:
The device was returned to boston scientific for analysis. The polarsheath was visually inspected for any damage that would have led to the leak allegation seen in the field. Visible blood was seen on the outer surface of the hemostatic valve. A tear was also observed which would allow leaks. The puncture was seen in the center position. The three-way stop cock was returned attached to device. The polarsheath was functionally tested in attempt to recreate the visible air allegation seen in the field. The functional tests include an aspiration, hemostasis, and positive air pressure test. These tests evaluate the performance of the hemostatic valve, some of which are under conditions more rigorous than a clinical setting. The functional tests and results are detailed as followed: 1. Aspiration test method - the device passed the test method as currently released. No air was visible in the flushing line during test/syringe vacuum. The device passed the 10cc syringe with draw (approx. 1 cc per second) test method as currently released. No bubbles were visible in the flushing line during test/syringe vacuum. The device passed the 60cc syringe with draw (approx. 30 cc per second) test method as currently released. No bubbles were visible in the flushing line during test/syringe vacuum. 2. Hemostasis valve test method - the device passed the test method as currently released without a dilator inserted during the test. The sheath was able to maintain a minimum pressure of 5.5 psi. No leaks were observed. 3. Air pressure test for location of leaks - the device was gently pressurized with 6 psi at the flushing line lure fitting while plugging the distal tip of the sheath. The pressure decay value passed at 0.0667 psi.

Event description:
During an ablation procedure to treat an atrial fibrillation a polarsheath was selected for use. It was reported that after the sheath entered into body, air was pulled from the sheath side. The sheath was replaced, and the procedure was completed without patient complications. The device is expected to be returned.